Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.75 x 32 synergy¿ stent was selected for use. However, after preparation, it was noted that the stent was damaged and was dislodged off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.